Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
It was reported that vascular access was obtained without complication. A pre-procedural intracardiac echocardiography assessment identified a small pericardial effusion, as noted by the provider. A transseptal puncture was performed using a brk needle, with positioning described as posterior to the left atrial appendage and mid-level on the septum. Some difficulty was encountered advancing the sheath across the septum and with coronary sinus catheter placement; however, these challenges were reported to be within normal procedural expectations. A 35 mm farawave nav catheter was subsequently used for mapping and ablation. Isolation of the left pulmonary veins was achieved without reported issue. Multiple attempts to wire the right inferior pulmonary vein and deploy the catheter in olive and basket configurations were unsuccessful. These attempts involved advancing the atraumatic wire tip and catheter within the ripv; however, all manipulations were described as consistent with standard technique and not excessive. Due to suboptimal coaxial alignment and instances of catheter bunching, the physician elected to perform focal ablation ("flower" pattern) around the ripv. Following this, limited successful basket deployments were achieved prior to proceeding to the right superior pulmonary vein, where two basket deployments were completed without issue. During the procedure, anesthesia noted difficulty maintaining the patient's blood pressure despite pharmacologic support and requested evaluation of vascular lines. A repeat intracardiac echocardiography assessment was performed and revealed a significant pericardial effusion. Pericardiocentesis was performed to manage the effusion. The patient was subsequently admitted to the hospital beyond the standard post-procedural care for further monitoring and management.